Event description:
Harmonic ace scalpel handpiece was used during a laparoscopic hysterectomy. When it was taken out of the abdominal cavity, one of the jaw pads was missing. Ace handpiece was removed from service and replaced with a new one. The piece is very thin, approximately 1/3 inch in size, and most likely retained in the abdomen, but has not harmed the patient.

Event description:
Harmonic ace scalpel handpiece was used during a laparoscopic hysterectomy. When it was taken out of the abdominal cavity, one of the jaw pads was missing. Ace handpiece was removed from service and replaced with a new one. The piece is very thin, approximately 1/3 inch in size, and most likely retained in the abdomen, but has not harmed the patient.